Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 37mg/dl, 257 mg/dl, and 197 mg/dl. Customer states the advantage system had been stored in a cooler. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.